Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the perfusionist (ccp) noticed the arterial and the cardioplegia pumps had stopped. The ccp swapped the arterial pump with the sucker pump (swapped tubing and tubing inserts as well). There was a delay of about one and a half minutes of lost arterial flow. No alarms were seen or heard on either pump stop. The ccp was able to place the pump in the start mode and was able to deliver cardioplegia, as needed, for the remainder of the procedure. The loss of the cardioplegia pump did not delay the delivery of cardioplegia. The remainder of cpb was without issue. The surgical procedure was completed successfully, and there was no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported issue. Investigation in process, but not yet completed.